Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11257. Related manufacturer reference number: 2017865-2021-11258. It was reported that the patient developed a pocket infection post implant. The implantable cardioverter defibrillator and two leads were explanted. The patient was stable and would be monitored.